Manufacturer narrative:
Procedure: total hip replacement. During a discussion with the surgeon, it was brought to the product specialist attention that surgeon has growing concerns regarding possible design issues with the trilock bps stem following a run of peri-prosthetic fracture cases where the trilock bps stem has been used. Product specialist does not have specific patient/case details of these cases yet, but this is a work in progress and rep just wanted the initial complaint to go on record. The surgeon claimed to have seen 3 of these types of cases in the last year (one of which was due to the patient having a significant fall off of a 2 meter ladder post-surgery). He understands that peri-prosthetic fractures occur, but feels the fracture pattern seen around the trilock stem could potentially be more complicated than those seen with other stem designs. Patient outcome post surgery: details to follow after further investigation. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Patient suffered a periprosthetic fracture after receiving a trilock stem.